Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. The electrodes that were within normal limits were used for programs and the others were left out. Issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a loss of therapy on left side of body. Upon interrogation of stimulator, impedance check was run and it showed out of range 10k on electrodes 1, 2, 3, 4, 5, 6, and 7. The rep reprogrammed to leave out the use of those with high impedances and coverage returned. The patient also complained of heat around the generator site while using the previous programs. It was reported the patient fell a few times lately in the shower but nothing recently that could have attributed. Issue not resolved at this time. No further complications were reported/anticipated.